Event description:
A malfunction alarm identified as "malf 9" occurred, but no notable events were reported prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Customer technical support provided instructions for resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, which the customer acknowledged and understood.